Manufacturer narrative:
Initial reporter facility name: (B)(6) university. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and the white twist sleeve of a twist clamp on a minicap extended life transfer set. This was observed during use of the device for peritoneal dialysis therapy. The transfer set had been in use on a patient for about eight (8) days. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a cracked mainbody and broken occlude feet which would result in the reported separation. The reported condition was verified. The cause of the broken set could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.